Manufacturer narrative:
This report is submitted on january 27, 2017.

Event description:
Per the clinic, the patient experienced pain, discomfort and tinnitus with device use, subsequently the patient underwent revision surgery to cut the ball electrode. The issue has since resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on february 8, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 1, 2022.